Event description:
Medline prepare custom packages for tonsillectomy and adenoidectomy cases for our organization. Within the custom package, there is usually an individually wrapped sterile 12 french robinson latex catheter. Today a 22 french robinson red rubber catheter was found in the operating room unpackaged, within the custom packaging. The latex catheter was found on top of all the other items within the custom pack. The packaging from medline documents that an "authorized alternate component for this lot only" was approved by our organization. This alternate was not approved. After review at our organization, it was found that 48 cases with 8 custom packages within each case were all incorrect. Manufacturer response for custom t&a packages, (brand not provided) (per site reporter): they are unsure why this occurred and are investigating.